Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 30mg/dl at the time of the incident. The customer was having high blood glucose levels of 445 mg/dl and 595 mg/dl and may have over treated to bring down the highs. The customer was given manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had started cancer treatments and was having highs due to that, so they kept bolusing and eventually they dropped to 30 mg/dl. The insulin pump will not be returned for analysis.